Event description:
The customer reported discrepant beta human chorionic gonadotrophin (bhcg) results for three patients, on separate event dates, involving the access total bhcg assay used in conjunction with the unicel dxi 600 access immunoassay system. This report is two of three referencing the patient on the event date noted. An initial result of 0.13 miu/ml was obtained. The customer is uncertain if the result was released from the laboratory. There has been no report of patient consequence or change in patient treatment associated with this event. Subsequent testing of the patient¿s sample, on the same instrument, produced results of 2.59 miu/ml and 5.76 miu/ml. The patients¿ samples were collected in 13x100 mm becton dickinson (bd) tubes and centrifuged at 3,500 rpm (rotations per minute) for twelve minutes, at 14 degrees celsius laboratory temperature. The samples were refrigerated between 2-8 degrees celsius. System check, performed on (B)(6) 2013, passed within specifications. No system issues were noted. The instrument was in operation.

Manufacturer narrative:
There is no indication the access total sshcg device was returned for evaluation. A definitive cause of the event could not be determined with the available information. All related medwatch reports associated with this event: 2122870-2013-01002, 2122870-2013-01003, 2122870-2013-01004.